Event description:
It was reported that the reporting facilities nursing staff have experienced on-going problems attaching and maintaining a secure connection between the inner and outer cannulas with use of multiple dct, disposable cannula low pressure cuffed tracheostomy tubes. Specific information regarding the patients, involved devices, respiratory circuitry set-ups, involved comcomitant devices, etc were not reported. The reporter has stated that there were no patient injuries associated with the reported experiences. One (1) size 6 dct and one (1) size 6 dic were returned to the manufacturer on 04/30/99 for decontamination, testing and analysis.